Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patients ipg became inoperable. It was confirmed that the voltage was too low to connect to clinician programmer. In turn, surgical intervention may be pending to address the issue.